Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) was subsequently hospitalized with a blood glucose (bg) level of 38 mg/dl. Customer alleged that the pump's automatic bolus software did not accurately adjust the amount of insulin delivered. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended. Customer attempted to self treat by consuming carbohydrates, however customer was put on sugar IV and given food to address the bg. Customer was discharged 3 days later, (B)(6) 2024 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.